Manufacturer narrative:
H3 device evaluation - the driver was examined with the aid of a 5x loop. The tip of the driver is missing. The break region consists of a fracture area that is skewed relative to the driver's longitudinal axis. Multiple fracture planes are present with ratchet marks around the distal periphery. Shiny areas are also present. Based upon these observations it is believed that a crack may have been initiated at some prior point in time. The shiny areas are believed to be due to rubbing at the crack interfaces. The cause for the initial fracture is believed to be due to torsion combined with bending moment application. Review of device history records found thirty-one (31) pieces of this lot were released for distribution on 6/3/2021 (B)(4) and 6/26/2021 (B)(4) with no deviation or anomalies. Two-year complaint history review (10.18.2019-10.18.021) did not identify a trend for reports of this nature for this part number. No corrective actions are recommended at this time. This report is number 1 of 3 mdrs filed for the same event (reference (B)(4)).

Event description:
It was reported that a three-level procedure was performed in saudi arabia on (B)(6) 2021, utilizing the reform pedicle screw system. While the surgeon was locking the lock screw the tips of two lock-screw torque drivers (39-rd-0060) broke. The tip of a t20, retention bone-screw driver, reform (39-sp-0601) also broke. All broken tips were removed and all lock screws were successfully tightened using the torque limiting handle. There was no patient injury or delay to the procedure resulting from these failures.

Event description:
It was reported that a three-level procedure was performed in (B)(6) on (B)(6) 2021, utilizing the reform pedicle screw system. While the surgeon was locking the lock screw the tips of two lock-screw torque drivers (39-rd-0060) broke. The tip of a t20, retention bone-screw driver, reform (39-sp-0601) also broke. All broken tips were removed and all lock screws were successfully tightened using the torque limiting handle. There was no patient injury or delay to the procedure resulting from these failures.

Manufacturer narrative:
Patient information - unknown. Initial reporter occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2021-00061).